Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828805) was implanted via ventriculoperitoneal (vp) shunt in (B)(6) 2023 with unknown setting. The patient visited the outpatient clinic on (B)(6) 2023 and there were no problems with the progress. In september, it was reported that the patient experienced hydrocephalus symptoms and an examination revealed that the siphon guard may have been damaged. Therefore, the valve was removed and replaced on (B)(6) 2023/the patient is in follow up. According to information provided: "no further information" is available in regards the event/product failure.

Manufacturer narrative:
Certas valve (ID 828805) was returned for evaluation. Failure analysis - the valve was visually inspected, the siphon guard was damaged. A cut marks were noted around the silicon housing of the siphon guard. The biologicals debris were noted on the housing. Root cause analysis - the root cause for the issue reported by the customer is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU (instructions for use), silicone has a low cut/tear resistance.